Event description:
S: crack clears, neutron on uac. B: lines places around 10am. Obtained gas around 2pm and noticed that the neutron was leaking even though the connections were secure and tight. A: leaking neutron, concern for line infection. R: from talking to others this has happened to them too.

Event description:
S: crack clears, neutron on uac. B: lines places around 10am. Obtained gas around 2pm and noticed that the neutron was leaking even though the connections were secure and tight. A: leaking neutron, concern for line infection. R: from talking to others this has happened to them too.

Event description:
Crack clears, neutron on uac. Lines places around 10am. Obtained gas around 2pm and noticed that the neutron was leaking even though the connections were secure and tight. Leaking neutron, concern for line infection from talking to others this has happened to them too.